Manufacturer narrative:
Through follow-up communication livanova deutschland learned that the device was cleaned regularly per the instruction for use and that the device was placed outside the operation theatre. Through further follow-up communication livanova deutschland learned that the samples are tested randomly once a month and not at the disinfection cycle. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The laboratory report has been provided and it is stated the presence of mycobacterium fortuitum and mycobacterium avium complex (mac). There is no known patient involvement.